Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a manufacturer representative reporting that the implantable neurostimulator recharger (insr) device information was unknown. A reset of the insr resolved the issue of the insr freezing. The implantable neurostimulator (ins) was able to be brought out of over discharge and the power on reset was seen and cleared. Patient weight information at the time of the event was unknown. This information was confirmed with a physician/account. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that their consult appointment with the surgeon was scheduled for (B)(6) 2017. It was clarified that the patient had never had a shocking sensation. When the patient turned it up so that they could feel it, the patient had a jerking of the muscles. It was reported that if the patient would not have this reported jerking of the muscles then they would use it and keep it charged. It was reported that otherwise they most likely would not charge it. No further complications were reported.

Event description:
Additional information was received on 2017-05-03 from a manufacturer representative reporting that there was a suspected overdischarge as the patient had not used therapy in several years. The reposition antenna screen was seen on the recharger. During the call the recharger froze. Steps to reset the recharger were reviewed. It was planned to keep charging and clear the por. No further complications were reported.

Event description:
Information was received from a health care professional (hcp) and consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that per the patient their battery had been dead and had not been charged for a long time. It was reported that this had only occurred one time as they had been compliant about charging all other times. Their scs coverage was not to the patient¿s satisfaction when it was charged so the patient let it go. The patient was receiving a shocking sensation from it. The patient reported that they often used a system ¿similar to a tens¿ at the site. The health care professional (hcp) referred the patient to a surgeon for a consult. The manufacturer representative was recommended to charge the implantable neurostimulator (ins) out of the overdischarged state prior to the consult appointment with the surgeon. The patient was going to schedule the consult appointment and inform the manufacturer representative about the date. The event date, patient weight, and patient medical history were asked but unknown. The patient was reported to be alive with no injury. No further complications were reported.